Event description:
It was reported that the attempted left ventricular (lv) lead exhibited high thresholds and diaphragmatic stimulation was observed. The lead was removed and successfully replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant product: 5076-52 lead implanted (B)(6) 2005. (B)(4).